Event description:
Following placement in 2002, the valve was set at 30mm h2o and fluid collected around the valve but went away post-operatively. The valve was adjusted from 30mm to 50mm seventeen days later and from 50 to 60 eleven days later. Later the doctor experienced difficulties attempting to adjust the valve from 60 to 70. The valve became stuck at 50mm h2o and the pt developed fluid collection around the valve for about a 30 minute period. Finally, the doctor tried to program the valve to 80 but only achieved 70mm. Pressure was left at that point. The valve remains in the pt.